Event description:
A report was received that a recently implanted patient had a bruise over the implant. The physician believed that it was procedure related and administered a pain patch. The patient was reportedly doing well.